Event description:
Left breast implant surgically removed. Left breast developed contracture around implant, causing discomfort. Right implant surgically removed. Right breast implant replaced with saline-filled implant at pt's request as it was a gel-filled implant. Implanted at another facility. Identification data is not available.